Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported replace battery alarm. The customer reported a blood glucose value of 600 mg/dl. The customer was treated in emergency room. The event involved product(s) mmt-332a, mmt-1884, mmt-386a, mmt-7040a. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a, mmt-386a, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed unexpected low battery alert (104) on (B)(6) 2025 at 16:34:00 faster than expected at 0.0 days, low battery alert (104) on (B)(6) 2025 at 15:17:00 faster than expected at 0.0 days and low battery alert (104) on (B)(6) 2025 at 14:53:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions using the baat tool, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No replace battery alarm or replace battery now alarm during testing. In further analysis in the pump history found replace battery alarm on (B)(6) 2025 at 09:13:00.000 and no replace battery now alarm. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery and a battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bgs/dka. Replace battery now alarm and replace battery alarm not confirmed. Customer alleged confirmed unexpected low battery alarm in the pump history, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.